Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a long charge time and went to eos (end of service). It was also noted that there was normal battery depletion. The device has been explanted and replaced. No patient complications have been reported as a result of this event.